Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted and discarded after surgery.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, black mold like appearance and white particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and yellow biological tissue inner the shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening.

Event description:
Device was not discarded and was returned. Device evaluation complete.